Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that she was hospitalized due to a diabetic ketoacidosis. She went to the emergency room on (B)(6) 2016. The customer's blood glucose level was 600 mg/dl but when she arrived to the hospital it was around 400 mg/dl. The customer had a headache, was throwing up, sensitive to light, had spilling ketones, her eyes were glazed over, large pupils, severe stomach pain, and was lethargic. The customer treated her high blood glucose level with the insulin pump and needle. The customer was wearing the insulin pump at the time of emergency room visit. The insulin pump was damaged, it was taped together. The device was not returned.